Event description:
The user facility reported that the device alarmed error code 33 during patient use which would have caused the device to stop infusing. There was no report of patient injury or medical intervention being associated with this event.

Manufacturer narrative:
The device was requested for evaluation. Should the sample be received, a follow up report will be submitted when the evaluated has been completed.